Event description:
It was reported that when the customer tried to plug the console (ac power) a short-circuit occurred and the charger plug showed smoke and then melted. The customer tried to plug another charger from another console used at the same hospital but the same problem occurred.

Manufacturer narrative:
Investigation results: the returned device was evaluated to determine the cause of the reported failure. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The reported complaint over mains adapter overheating could not be confirmed or replicated during the evaluation; however, the inspection did reveal a defective dc inlet and damages to the top case. Unfortunately we were unable to determine the root cause of the damage. As a result, the affected parts were replaced and the device was tested again and confirmed as functioning within specification.